Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the set is breaking off at the tip when spiking a bag. Although requested, no additional event and/or patient information was provided.